Event description:
Patient reported that, after going for a long walk, their leg collapsed, which caused them to fall, patient stated that they broke 3 ribs, sprained their ankle, pulled a leg muscle, and lost consciousness. Patient stated that emergency medical services were contacted, and they were transported to the hospital for treatment. Patient was given vicoden, and an m.r.I. Was performed. They stated that, earlier in the day, they had taken their normal dose of insulin. Patient indicated that they did not believe the device caused or contributed to the event; however, they did question the accuracy of the device's blood glucose results. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.